Manufacturer narrative:
Result: the 041 catheter was kinked approximately 71.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 041 catheter was found to be kinked and was not used. Evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during removal from packaging. If the 041 catheter is removed from the packaging at an angle, the shaft may kink due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 041 reperfusion catheter. Upon removal from the packaging, the 041 catheter was found kinked as was not used.